Event description:
It was reported that the patient presented remotely through merlin.net. Upon review of remote transmission, it was noted that the right-atrial (ra) lead exhibited noise. No resolution was performed. The patient condition was unknown.